Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a rusty heater, interlock block, broken pole clamp, damaged liquid crystal display (lcd), stained float switch, wear and tear damaged enclosure, front cover, and tank cover. The technician started with filling the tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be impact damaged cause by the customer which the lcd was broken and bent back. The technician replaced the printed circuit board (pcb).

Event description:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 .malfunctioning lcd. Additional information received 16 august 2021 (email): no patient-related issues with this unit.